Manufacturer narrative:
Eval of the devices involved in these two incidents indicated that they were both operating in accordance with their specifications. The "air-in-line" alarm was inspected and found to be fully functional in both units. Additional investigation and inquiry with the user facility revealed that the user facility fully understood but had intentionally disregarded the instructions for use of the device provided by zyno. Instead, they opted to use their locally developed procedures for use of the device. It appears that this was the cause of the alarm failure. To prevent recurrence of this problem, zyno representatives conducted additional user training with the user facility personnel to ensure that they understood the proper method for device use. In addition, zyno intends to provide notice to all device users notifying them of this potentiality and which reemphasizes the necessity to use the device only it accordance with manufacturer's instructions. Zyno is also investigating software improvements to prevent this alarm failure during instances of these types of misuse of the device.

Event description:
The user facility reported twin instances where the z-800 infusion pump was reported to have failed to alarm to alert user of an "air-to-line" condition. There was no pt harm. Zyno has requested, but the user facility yet to provide pt info.